Event description:
It was reported that the patient had a surgical procedure to replace a malleable penile prosthesis(mpp) with a spectra penile prosthesis(spp) because the mpp cylinders were broken and the device could not be used. The procedure was completed successfully and a patient outcome of stable was reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegation of cylinders were broken and device could not be used was confirmed through analysis. The broken wire bundle in the distal cylinder body is the most probable cause of the reported event. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified that both cylinders had a scale-like patter on the outer surface of the cylinder bodies. Cylinder 1 was cut in half; both cylinders also had broken wire bundle in the cylinder bodies that contributed to component fatigue. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record (DHR): the lot information was not provided for the returned components so DHR review could not performed. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace a malleable penile prosthesis (mpp) with a spectra penile prosthesis (spp) because the mpp cylinders were broken and the device could not be used. The procedure was completed successfully and a patient outcome of stable was reported.